Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg and later patient lost therapy. It is unknown if the ipg depleted prematurely. Surgical intervention occurred on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.